Manufacturer narrative:
The device has not been returned for analysis. Despite good faith efforts to obtain product return and additional information, objective evidence was not available to determine the root cause of the clinical observations. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that during ongoing use, according to the physician, the device had reached elective replacement indicator (eri) due to accelerated battery consumption. It was indicated that the increase in battery consumption, was unrelated to aggressive programming. The most recent device session was not stored on the programmer, therefore no time frame of replacement could be provided by technical services, and urgent replacement was recommended. The device is expected to be returned for analysis. No adverse effects to the patient were reported. Additional information: despite good faith efforts to obtain additional information regarding this event, no further information has been provided.

Manufacturer narrative:
The device remains implanted. Should additional information be received, this report will be updated.

Event description:
It was reported that during ongoing use, according to the physician, the device had reached eri (elective replacement indicator) due to accelerated battery consumption. It was indicated that the increase in battery consumption, was unrelated to aggressive programming. The most recent device session was not stored on the programmer, therefore no time frame of replacement could be provided by technical services, and urgent replacement was recommended. The device is expected to be returned for analysis. No adverse effects to the patient were reported.